Event description:
It was reported that the 9900 system had a remote user interface joystick error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface joystick was replaced during the service call. The system was tested and found to be working as intended and put back into service.